Manufacturer narrative:
A spacelabs field service representative (fse) contacted the customer to assist in troubleshooting the reported issue. During the conversation, the customer isolated the reported issue to a deactivated port on the customer's network switch. Once the port was reactivated, proper device operation was observed, and monitoring was restored. The cause of the reported issue was isolated to the customer's network switch configuration.

Event description:
The customer reported that while using their xhibit central station, they had lost telemetry monitoring and received a message stating "channel is not available". There was no patient or user death, or injury associated with the event.